Manufacturer narrative:
Should additional information becomes available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2009, a spectra non-inflatable penile prosthesis was implanted. On (B)(6) 2010, the device was removed, it was indicated that the "prior prosthesis had migrated out of penis previously." Further f/u indicated that the pt complained of discomfort and there was cylinder migration. However, it was stated that there was no erosion or infection noted. The pt had a penile prosthesis reimplanted on (B)(6) 2011. No pt complications reported.